Manufacturer narrative:
Concomitant medical products: 694965, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was unable to capture at any outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.